Manufacturer narrative:
Pump received with a missing retainer ring. Unable lock a sc1 cap into the reservoir compartment due to a missing retainer ring. The following were noted during visual inspection: scratched case, missing o-ring (reservoir tube), broken reservoir tube lip, stained keypad overlay, detached retainer and pillowing keypad overlay. Cosmetic damage was confirmed at the retainer ring. Missing retainer ring was confirmed. Reservoir unable to lock into place was confirmed due to missing retainer ring. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage on the insulin pump, retainer ring damage and reservoir not locking in place. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed and the reservoir was unable to lock in place when inserted into the pump. No harm requiring medical intervention was reported. Product return required for mmt-1885. The product mmt-1885 will be returned.